Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached safety mechanism is confirmed; however, the exact cause is unknown. One photograph of a 21g secureloc introducer needle was returned for evaluation. An initial visual observation of the photograph showed a syringe and an introducer needle. The safety mechanism of the introducer needle was fully detached from the needle tip. Use residue was observed on the sample. No obvious damage was observed on the sample. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that customer was unable to safety needle after insertion resulting in a needlestick to rn. Safety mechanism did not engage and slid off.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that customer was unable to safety needle after insertion resulting in a needlestick to rn. Safety mechanism did not engage and slid off.